Manufacturer narrative:
Complainant street address is: unknown, complainant city is: unknown, complainant state/ province is unknown, complainant postal code is unknown, phone number was not provided. Model number and lot number are unknown. Photos of the device were no provided. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed a product malfunction and a serious injury. Patient sought no medical treatment and has recovered from the event. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
Complaint received from end user reporting ""my husband has been using the gentlecath hydrophilic catheters with minimal discomfort until today. When he placed the catheter, he said that it was uncomfortable. Unfortunately, when he went to remove the catheter, it was extremely painful and felt like it was "ripping his flesh." My husband was bleeding significantly after catheter removal and is in tremendous pain. He examined the catheter and noted that there is a small plastic deformity on the outside of the catheter which tore his internal tissue when the catheter was removed, despite removing the catheter as carefully and slowly as possible. We're really hoping that this does not lead to an infection and that this experience does not occur again." Follow up information was received on 27jul2017 - end user reports no medical treatment was required and patient has recovered.